Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body (light blue) and the twist clamp of a minicap transfer set which resulted in the patient being unable to disconnect "from the machine" (pd cycler). This was further described as ¿the end of the catheter was loose and had come away from the twist clamp¿. This occurred at the disconnection step after peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event; however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d1, d4 (catalogue #), d9, g4 (510k), h3, h6, h11. H11: the device was received for evaluation. A visual inspection with the naked eye was performed which revealed a separation between the female connector and the main body; not a separation between the main body and twist clamp (sleeve) as initially reported. Functional tests which included leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition of separation was verified. The sample did not meet specification due to the separation. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.